Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the image function did not work as expected due to the failure of the cable, and the phenomenon, ¿no image appeared¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported his olympus 4k camera head for annual routine maintenance. During the device inspection, it was discovered that the unit was not presenting an image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in the event section, the unit was not displaying an image due to a damaged cable unit. In addition to compromising the image, the damaged cable also led to a loss of water tightness. If additional information becomes available following the device evaluation, a supplemental report will be filed.